Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 65.4 mm diameter thoracic aortic aneurysm. The distal diameter of the proximal aortic neck was 36.7 mm, and the proximal aortic neck length was 12.5 mm. The length of the aneurysm was 219 mm, the proximal diameter of the distal aortic neck was 33.4 mm, and the length of the distal aortic neck was 54 mm. It was reported that a type ib endoleak was noted on a follow up CT scan. The patient was not symptomatic. No migration of the stent graft was noted. The cause of the endoleak was believed to be due to both disease progression and initial placement of the stent graft. The physician intervened to extend out of the previously implanted 36x36x200 device to the level of the celiac providing a seal from the previously reported type ib endoleak. Final examination revealed that the type ib endoleak was resolved. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device, unapproved use of device (seal zone <(><<)> 20 mm), user/device interface; evaluation, conclusion: inherent risk of a procedure (endoleak), off ¿ label, unapproved or contraindicated use (seal zone <(><<)> 20 mm), device failure related to patient condition off label: seal zone <(><<)> 20 mm.